Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user, new to ilet, experienced hypoglycemia to 40 mg/dl over at least an hour, self-treated with oral glucose candy, subsequently over-corrected to hyperglycemia, and the ilet then reduced glucose back to target without alarms or suspension of insulin. Symptoms included hypoglycemia. Outcomes included temporary impact to blood glucose levels without medical intervention or sequelae. Investigation included complaint review and user troubleshooting with education, and additional training was provided. Investigation of this case revealed no device malfunction or alert behavior, and the cause of the hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.